Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during patient preparation, the sonographer noticed an error led. The patient was already intubated for 15 minutes at this point. The sonographer rebooted the circuit breaker several times but the ultrasound system could not be started. The ultrasound system had shut itself off for approximately 90 minutes. The intended procedure did not proceed but it was reported that the patient will be rescheduled for a return visit. As of this writing, the patient has not yet been scheduled. There was no patient harm reported as a result of the event. No additional information was provided.

Manufacturer narrative:
Investigation: the complaint was investigated for an acuson sequoia c512 system shutting off approximately 90 minutes. The customer support engineer (cse) tested the system extensively, and could not reproduce the issue. The main power supply was replaced, and there were no further issues. Service diagnostics passed without failure, and no entries were in the logs at the time the system turned itself off and could not be restarted. Tech reports system shut off approximately 90 minutes after being turned on. System was not in use when the issue occurred, but during patient preparation. Tech stated either 3.3v c led or ln c led was on after system shutdown; was unable to turn system back on after the issue occurred, trying several outlets. The issue was unable to be reproduced as the system booted correctly for the biomed and cse. The system scans correctly. (B)(4).